Event description:
It was reported that the infusion device gave an alarm during a tennis match, customer was unable to check the alarm. Afterwards, the display was blank and there were no audio signals emitted from the infusion device. Unable to determine if the pump displayed an e-2 battery empty error prior to shutting off. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
Device was returned by customer to the manufacturer but device was lost by manufacturer before investigation could be completed. Manufacturer is unable to locate the device so no investigation of the device can be performed.